Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-clip applier instrument was used for a surgical task and the tubing appeared ripped at the ends. The user completed the procedure using the same system. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken main tube. The whole tip was found to be bent to the side from main tube base. No material was found missing. Components adjacent to this broken main tube show damage which may indicate potential mishandling/misuse.